Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in regard to the fenestrated bipolar forceps instrument, the broken bipolar was discovered before the start of the case and removed from the surgical room before the incision was made. It was not broken off inside the patient. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken grip at the grip base. A piece approximately 5.08 mm x 14.03 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.